Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) indicated that this observation can be related to calcification of the rv coil, physiological changes or medication changes. An evaluation of the rv lead was recommended in order to assess its integrity, which includes patient maneuvers, commanded shock testing and other evaluation steps. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received indicating that at this time, the patient has not presented to the clinic for further evaluation. No adverse patient effects were reported.